Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: a battery cap was not returned with the pump; a test battery cap, which was able to fully tighten to the pump, was used during all steps of the analysis. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal; the reported event was duplicated. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.